Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that an mr290u unvented autofeed humidification chamber from an rt329 infant continuous flow breathing circuit was 'not filling to normal levels'. They further reported that the mr850 respiratory humidifier included in the set up alarmed. No patient consequence was reported.

Manufacturer narrative:
The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.